Manufacturer narrative:
Additional information received indicated that this event is a duplicate of the event reported in MFR report # 3004209178-2017-23659. Refer to MFR report # 3004209178-2017-23659 for all current and future information received for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). The patient couldn't charge the ins and it was attempted with three different chargers. The charger recognized and connected to the ins but wasn't able to charge it (zero out of eight black squares). Additional information from the manufacturer representative reported the patient did not gain weight. The healthcare professional excluded device migration because they can see the stimulator below the patient's skin. There was no problem with the patient programmer and clinician programmer communicating with the ins. The only problem was to charge it. There wasn't any "squares" with three different chargers. It was reviewed that it was possible the ins was flipped.